Event description:
It was reported there was a pump and catheter revision. The patient went to the emergency room (ER) with increased pain. Reporter noted a catheter issue/break at the proximal catheter segment. A catheter dye study was done and the healthcare provider (hcp) thought he saw some dye around connection to pump. Patient was taken to the or and the catheter was removed. The hcp tried to recreate leak (looking for hole), but couldn't find it, so it was then decided to replace pump "since he was there", although it was noted it was thought that the "pump as fine". It was unclear if the entire or only partial catheter removed. The replacement procedure was done on (B)(6) 2012. The medication in the pump was infumorph. Patient status was unknown to the reporter. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6), explanted (all or partial): 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Final analysis of the pump found no pump anomaly. Pump passed all non-destructive testing. No anomalies noted in pump logs. Eval - conclusion - applies to the pump device only. (B)(4) apply to the concomitant product/catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.